Event description:
In 2000, the pt contacted the manufacturer's (MFR) product complaints manager and informed them of the following: the patient had another manufacturer's device implanted in 2000. Problems were also encounter with that device. As a result, the device was removed in 2000, and replaced with an lps7515, lot#15114. The pt went on to state that now it appears this device is occluded, they are unable to aspirate blood from it. The pt told pt's physician that pt wants the device removed. The pt's physician told the pt, physician did not feel that problem was with the device and it should not be removed at this time; however, the pt insists that it be explanted due to their earlier experience with the other manufacturer's device. The physician informed the pt, physician would note that the device is being explanted at the pt's request, not due a malfunction of the device. The device in question is scheduled to be explanted in 2000. When asked if the device would be returned to the MFR for analysis, the pt stated that the pt would ask the surgeon if the device could be returned to the MFR for analysis. The MFR's product complaints manager stated they would contact the pt on after 12/2000 to obtain pt and device status. In 2000, the MFR's product complaints mgr attempted to contact the pt's physician/surgeon for more details regarding this incident; however, they were with a pt. A message was left with their office clerk requesting they contact the MFR. No further details were provided.